Event description:
Used a sugar testing device that showed 3 different readings in less than 2 minutes of time, from the same finger and blood drops. Had used this device previously and it showed a high reading, so I corrected my sugar level with a shot of fast acting insulin and my blood sugar dropped to a dangerous level, this happened on (B) (6) 2010. I test 2-3 times each time because I do not trust the initial reading. I am continuing to use the meter because my insurance will not pay for my old device and stirps. Dose or amount: strip. Frequency: 3-5/day. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis: diabetes.